Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the pulse generator had entered backup vvi (bvvi) mode due to software corruption. Programming changes were made, and device was successfully restored. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.